Event description:
It was reported that the patient present for follow up with the pulse generator that exhibited a battery longevity over-estimation. Further information was requested but not received .

Manufacturer narrative:
Further information was requested but not received.